Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore under the rear therapy electrodes which was bleeding. The patient was in a rehabilitation facility and removed the lifevest. A distributor representative visited the patient and reported that the area appeared to be due to possibly falling and hitting something. There is no additional information currently available to support this claim. The distributor representative also reported that the patient's belt and garment were very dirty and the garment was never changed. The patient's belt was cleaned and the patient was provided two new garments and continued use of the lifevest. However, the patient was reportedly heavily sedated and the patient's case manager at the rehabilitation center was informed. The final medical outcome of the sore is unknown.